Event description:
It was reported that during central processing, it was identified that the large needle driver instrument had a broken tip since it would not closed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be frayed at the distal idler. No damage was found on the pulley and clevis. Failure analysis investigation also found the following damages: the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube. The distal pulleys had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratch marks on the surface. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and/or various scratch marks if to recur could cause or contribute to an adverse event.